Event description:
Additional information was received 18jan2023. Access was obtained in the right femoral vein. The anatomy was not tortuous, scarred, or calcified. Per the user, it is likely that the tethering wire of the other manufacturer's device malfunctioned and was not released upon retrieval, preventing proper deployment of the sensor. The other manufacturer's device was then unable to be retrieved from the cook 12 french sheath. Per the reporter, it is "unlikely" that the cook sheath malfunctioned in any way.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported by another device manufacturer, an unspecified cook 12 french sheath was used during a procedure in which the other manufacturer's pulmonary artery pressure monitoring sensor would not separate from it's delivery system. The physician attempted to use an unknown wedge catheter to deploy the sensor but was not successful. The sensor's delivery catheter was then cut and a "guide-liner" was used to attempt detachment of the sensor; however, this was also unsuccessful. The implant was abandoned and an unknown snare was used to retrieve the sensor. A second access site was required. There were no adverse effects to the patient. Additional information was received 18jan2023. Access was obtained in the right femoral vein. The anatomy was not tortuous, scarred, or calcified. Per the user, it is likely that the tethering wire of the other manufacturer's device malfunctioned and was not released upon retrieval, preventing proper deployment of the sensor. The other manufacturer's device was then unable to be retrieved from the cook 12 french sheath. Per the reporter, it is "unlikely" that the cook sheath malfunctioned in any way. Investigation evaluation: the complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record, complaint history, or the instructions for use due to a lack of product information from the user facility. Based on the available information, cook has concluded that there is no defect of a cook device that contributed to this event. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported by another device manufacturer, an unspecified cook 12 french sheath was used during a procedure in which the other manufacturer's pulmonary artery pressure monitoring sensor would not separate from it's delivery system. The physician attempted to use an unknown wedge catheter to deploy the sensor but was not successful. The sensor's delivery catheter was then cut and a "guide-liner" was used to attempt detachment of the sensor; however, this was also unsuccessful. The implant was abandoned and an unknown snare was used to retrieve the sensor. A second access site was required. There were no adverse effects to the patient. There has been no alleged malfunction of the cook device. Additional information has been requested.

Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d9, h3= the device will not be returned to cook. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received, noting that the complaint device will not be returned to cook.